Manufacturer narrative:
Event occurred in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp three lead extension set failed to prime with tpn. The reporter stated that there was a section in the tubing that seemed to have a blockage and they could see that the inside of the tubing was "sealed." There was no patient involvement. No additional information is available.

Manufacturer narrative:
The unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified a block between the tubing and y-junction. A functional test was performed and the sample was not able to prime. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.